Event description:
It was reported that the customer was in the hospital for a non-pump related issue and the pump was beeping. The nurse wanted to know if she can turn off the pump. Nurse stated that the customer will not be using the pump for awhile. Nurse was advised that she can remove the battery, but the next time the battery is place in the pump, the customer will get an alarm. Nurse was advised that this can reset the time/date and maybe even the basal rates. Nurse stated that there was a no delivery alarm on the screen. Nurse did not have time to clear the alarm. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.